Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump was intermittently warm to the touch despite being in room-temperature conditions. Reportedly, the pump was charging during the events. There was no reported impact to the customer's blood glucose (bg) level. Reportedly, the customer will continue to use the pump and has an alternate method of insulin therapy available.